Event description:
Customer called to report observing yellow-colored fluid in the lower drip tray of the coulter lh750 hematology analyzer slidemaker. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and instructed customer ensure that the tubing was securely connected; however, customer was unable to isolate the source of the leak. The cts then generated a service request for onsite examination of the instrument. The field service engineer (fse) inspected the instrument and found that the probe wash was leaking diluent. The fse replaced the tubing and cleaned the slides to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).